Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the optical sensor issue: clinical details report that a psnr alarm triggered upon connection to new console at transfer hospital. To troubleshoot, the team connected the pump to an additional console, and the alarm persisted. The case carried on without a ps, and echo was used to confirm position. Data logs were reviewed and the report was confirmed. The pump was run on (B)(4) from 18/oct to 21/oct without any abnormalities noted in the optical signal metrics or alarms. When the pump was transferred to (B)(4) on 21/oct, the ps immediately railed to 3000 mmhg and the psnr alarm triggered. However, during this time, all optical signal metrics were within expected ranges. The pump was then transferred to (B)(4) , and the same pattern persisted. The pump was run nonetheless without a ps on (B)(4) and (B)(4) through 25/oct/2025. At the time of investigation, imc logs were not available, and the pump was not returned. Since neither imc logs nor the pump were available for investigation, the cause of the optical sensor issue could not be determined. Please refer to pi-17629749081040463 for an investigation into the console. Hematoma/major bleed: clinical details report that the patient had hematomas at the head, chest, rax, and groin sites on 20/oct. (B)(4) units of rbcs were administered the day before. The impella 5.5 was inserted via the rax. No further details were provided and product was not returned for investigation. Since insufficient clinical details were provided and product wasn't returned for investigation, the cause of the access site adverse event and hematoma could not be determined. Hemodynamic instability clinical details report that the patient had to remain in the ccl for an extended period of time due to unstable blood pressures. The following day, a patient update reported that the patient's pressures were still unstable. The cause of the injuries were not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E4 added selection as it was omitted from the initial report that was submitted.

Event description:
Additional information has been reported: "the device is not available for return. I cannot recall the requested information as the case is from october."

Manufacturer narrative:
B5 updated.

Event description:
The user facility reported that the patient experienced multiple hematoma sites (head, chest, right axillary, and groins) while supported on impella 5.5. The bedside nurse was unsure if these were related to the device or graft. The pump was functioning properly and optimally positioned. During transfer, the patient remained hemodynamically labile, requiring transfusion of 2 units of red blood cells and fluid resuscitation for low filling pressures. Impella position was confirmed via transesophageal echocardiogram prior to leaving the chronic lymphocytic leukemia and 3-point fixation was in place.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.